Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one sample was received by our quality team for evaluation. Inspection of the sample showed no abnormalities, therefore the investigation was not able to confirm the customer experience and the root cause could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.

Event description:
It was reported that an unspecified number of bd cathena¿ safety IV catheters experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: defective catheter: the plastic that is supposed to remain in the vein forms a small clump of plastic just at the entrance when you check that the needle slides well into the plastic sheath before pricking the patient. The device does not contain product or blood. It was not used because the defect was noticed before use. She used another catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd cathena¿ safety IV catheters experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: defective catheter: the plastic that is supposed to remain in the vein forms a small clump of plastic just at the entrance when you check that the needle slides well into the plastic sheath before pricking the patient. The device does not contain product or blood. It was not used because the defect was noticed before use. She used another catheter.